Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004, the patient underwent l2-l4 hardware removal, and a posterior spinal fusion, l1-2 using legacy 5,5 and bmp2 at l1-l3 on both sides. No patient complications were reported. On (B)(6) 2007, patient presented with a severe adjacent level degeneration with spinal stenosis and foraminal stenosis at l5-s1. Patient underwent l4-5 hardware removal and a posterior spinal fusion to l5-s1 using legacy 5.5 titanium with exiting crosslink and bmp2 with crescent cage. Ap and lateral x-rays showed good position of the cage, restoration of lordosis, and adequate position of the screws which had stimulated satisfactorily. X-rays were satisfactory. Emg stimulation was satisfactory. On (B)(6) 2010, patient underwent a hardware removal and an anterior interbody fusion surgery at l5-s1 using bmp2 with pyramesh cage, autograft and mastergraft. The anatomy was very distorted because of the previous surgery. Doctor did a transperitoneal approach to the l5-s1 disc space. There was a lot of fibrosis in the area. The osteophytes in the front completely obscure the disc space. Doctor removed some of the osteophytes, gradually got into the disc space and removed all of the disc material and the cage. Doctor used parameter rasps to repair the disc space, cut a pyramesh cage and filled it with mastergraft, autograft taken from the osteophytes and endplate, which was morselized, along with a 4 milligram dose of infuse. A lateral x-ray showed good position of the cage. On (B)(6) 2010, patient returned for a posterior stabilization, underwent a spinal fusion at l5-s1 using bmp2, with osteograf 6.35 screws and cobalt chrome rods and crosslink. After a hardware removal, doctor took a large infuse kit and wrapped it around 10 milligrams of mastergraft, hydroxyapatite mixture. This was placed in the lateral gutters extending from l5 to s1 then reinserted the screws, this time using osteogrip screws. Next, the rods were placed times two, plugs times four. These were sheared off. Crosslink was placed. This plug was sheared off, and center crosslink tightened. This appeared to stabilize the area quite well. Emg stimulation and x-rays were satisfactory. On unknown date, patient's post-operative periods were marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Event description:
It was reported that on (B)(6) 2004 date patient underwent the following procedures: hardware removal, l2-l4; exploration of the posterior spinal fusion, found to be solid, l2-l4; extend posterior spinal fusion, l1-2; extend instrumentation, legacy 5.5 titanium, l1-2; local bone graft combined with rhbmp-2/acs; emg and ssep satisfactory. Preoperative diagnosis: severe adjacent level degeneration, l1-2. Per op-notes: ¿...we had copious amounts of local bone graft. This was combined with rhbmp-2 product and placed in the lateral gutters from l1 to l3 on both sides. This was to reinforce the fusion across the previously fused 2-5 area. Once this was placed, attention was turned to closure¿¿